Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after initial ilet training, with glucose readings exceeding 400 mg/dl for approximately two hours and device alerts for sustained levels above 180 mg/dl; no infusion set leaks or kinks were observed, and no backup therapy, ketone testing, steroid use, medical intervention, or assistance was reported. Symptoms included feeling unwell. Outcomes included no reported long-term impact and no hospitalization. Investigation included customer interview, troubleshooting, and education regarding expected conservative insulin delivery during the ilet learning period. Investigation of this case revealed no device malfunction observed and no component issue identified, with hyperglycemia attributed to early system adaptation where the ilet delivers conservative insulin while learning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.